Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and mercury in there toes on (B)(6) 2018. The customer¿s blood glucose at the time of incident and current was 600 mg/dl. The customer experienced symptoms such as nosebleed. The customer was treated with intravenous drip and manual injection. The customer was able to passed the displacement test. The customer state that there was no leak and air bubble in the tubing length. The insulin pump will not be returned for analysis.